Event description:
This is an adverse event recorded on a crf as part of the us rfa registry for barrett's esophagus. This pt was retrospectively enrolled with a 1 cm low grade dysplasia. After a secondary focal ablation pt developed gi bleeding with an arterial pumping vessel at the ge junction. Pt was on coumadin at the time of the event. Pt was clipped and subsequently pt's symptoms were resolved. Per the physician, the severity of this event was serious, and relationship of the event to the device procedure is unk, and there was no device malfunction.